Manufacturer narrative:
(B)(6). 4 it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect however the treatments appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of angina, myocardial infarction, and stenosis as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure.

Event description:
Subsequent to the initial medwatch report, additional information was obtained: on (B)(6) 2015, the patient experienced elevated troponin. On (B)(6) 2015, the 3.5x23mm xience prime stent was noted to contain re-stenosis within 5mm. Two xience pro stents were implanted as treatment that same day. There was no re-stenosis in or within 5mm of the 3.5x18mm xience prime stent. Both the 3.5x23mm and 3.5x18mm xience prime stents remained well apposed to the vessel wall.

Event description:
It was reported that on (B)(6) 2013, a 3.5x23mm and a 3.5x18mm xience prime stents were successfully implanted in the left main complex (left main, ostial left anterior descending (lad), ostial/proximal left circumflex (lcx) coronary arteries). On (B)(6) 2013, the patient was discharged from the hospital. On (B)(6) 2015, the patient was admitted to the hospital for unstable angina and a myocardial infarction. On (B)(6) 2015, a percutaneous intervention was performed in the proximal circumflex target lesion. Per study physician, the event is definitely related to the implanted device. That same day, on (B)(6) 2015, the event was considered resolved without sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Lab data: (B)(6) 2013 (2345): troponin I=0.20 microg/l, upper reference limit 0.04; (B)(6) 2013: ck=411 iu/l, normal upper limit 195; (B)(6) 2013: ck-mb=12.6 ng/mll, normal upper limit 3.8; (B)(6) 2013: troponin I=0.31 microg/l, upper reference limit 0.04. Concomitant products: xience prime 3.5x18mm stent, aspirin, clopidogrel. The stent remains in the patient anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.